Event description:
Medtronic received information regarding an imaging system. It was reported that the surgeon had found an up 10mm lateral shift on n avigation across two separate spins. The new system first highlighted some issues last week but this was checked by one of the tech support team. Further calibration was required on this imaging system with navigation. A patient involved, but patient impact was indicated as unavailable by the customer.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.